Manufacturer narrative:
Additional information: similar product to 190-000. Investigation summary: the information to enable further investigation, such as a kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as no information was provided for investigation. The product will continue to be monitored and tracked. Reference related MFR. Report numbers 1221359-2022-05271 through 1221359-2022-05273.

Event description:
The customer reported three (3) false positive results with the ID now covid-19 assay on multiple dates in (B)(6) 2022. This report is for patient one (1) of three (3). The patient tested positive with the ID now covid-19 assay on (B)(6) 2022. Confirmation pcr and antigen testing was performed on an unknown date at a different hospital which generated negative results. The patient was reported to have been asymptomatic at the time of testing. No additional information was reported.